Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red blinking light was observed on this patient's remote monitoring system. A boston scientific sales support representative informed the patient she should contact her clinic about a potential change with the implanted device. No adverse patient effects were reported.